Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction was not confirmed. The lens was not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection was unable to confirm the customer¿s reported issue, as there was no broken lens found, no moisture was observed in the optical system. However, the inspection noted there is a blurry image and the meniscus lens at the proximal end is displaced. There are dents on the rigid outer tube and minor dents on the distal tip of the scope. There are minor scratches on the eyepiece funnel. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus onsite support specialist reported the customer oes elite, high definition autoclavable telescope has ¿broken lens¿. The customer reported problem was found at reprocessing. No death or injury and no impact to person or other was reported to olympus.